Event description:
It was reported that when the asymptomatic patient presented in clinic for regular follow-up the device was unable to be interrogated. The device was explanted and replaced without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event of communication difficulties with the device was confirmed in the laboratory. Bench testing confirmed the inductive telemetry was functional; however telemetry could not be established at the specified required vertical distance of 10.0cm. The cause of the field event was traced to an anomalous telemetry circuit.